Event description:
The complaint is reported as: "the luer-lock connection (blue head) do not fit with venous catheter to cause leaking issue". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), the customer returned one 3-l cvc catheter for analysis. Signs-of-use in the form of biological material were observed on the catheter. The catheter body appeared to be intentionally cut. This is evident as the edges of the cut was smooth and uniform. The cut portion of the catheter body was not returned for analysis. Visual analysis did not reveal any defects or anomalies. The catheter body measured 175 mm, which indicates that at least 132 mm of the catheter had been cut and was not returned for analysis per the catheter graphic. The medial extension line outer diameter measured 2.194 mm, which is within the specification limits of 2.13-2.21 mm per the extension line extrusion graphic. The medial extension line inner diameter measured 0.057", or 1.4478 mm, which is within the specification limits of 1.42-1.50 mm per the extension line extrusion graphic. All three extension lines from the returned catheter sample were attached to the leak tester with no issues. With the distal end of the catheter clamped, the extension lines were pressurized to 300kpa for 30 seconds per the liquid leakage parameter defined in bs en iso 10555-1. No leaks were observed on any of the extension lines. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The (IFU) provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a luer hub/fitting connection leak was not confirmed through complaint investigation. Visual analysis did not reveal any relevant findings with any of the returned luer hubs, nor the extension line extrusions. The medial extension line met all relevant dimensional and functional requirements. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the luer-lock connection (blue head) do not fit with venous catheter to cause leaking issue". No patient harm reported. The device was replaced. The patient's condition is reported as fine.